Event description:
Caller tested 5.0 inr (system 1) and 4.8 inr (system 2) on the coaguchek xs system while a comparison lab returned as 3.5 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for system 2. (B)(4).